Event description:
Additional information received reported that 2 times resheathing was conducted but still couldn¿t open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5) as found condition: the pipeline vantage was returned inside the outer carton, a sealed biohazard bag, and a shipping box. Damage location details: the tip coil was found without damage. The distal and proximal dps restraints were intact. The dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or with the proximal bumper. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal end was not opened due to damage braid. The proximal end of the braid was open, and no damage was noted. Testing/analysis: n/a conclusion: the customer's complaint was confirmed based on the returned device: the braid's distal end was not opened. However, the cause of the failure to open could not be determined. Possible causes include the user deploying the braid in the vessel bend, severe vessel tortuosity, and damaged braid. The customer stated that the device was not positioned in the vessel bend, ruling out the user deploying the braid in the vessel bend as a potential cause. In this event, severe vessel tortuosity and damaged braid can cause the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/resheathing against resistance. However, the cause of the braid damage could not be determined. Per the instructions for use (IFU): ¿use in anatomy with severe tortuosity, stenosis or parent vessel narrowing may result in difficulty or inability to deploy the pipeline vantage device and can lead to damage to the pipeline vantage device and microcatheter.¿ ((B)(6) 20-sep-2024). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline vantage failed to open in the distal section. With severe tortuosity vertebral artery, vantage was delivered with severe status. When stent deploy, distal braid could not be opened. Tried to recapture, but can not. So removing all system, external confirmation that the distal braid is not opened. The pipeline was not positioned in a bend. More that 50% had been deployed when it failed to open. The pipelinewas resheathed less than or equal to 2 times. There were no additional steps taken to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared according to the instructions for use (IFU). The patient was being treated for na unruptured dissetion aneurysm in the vertebral artery. The max diameter was 4.5mm and the neck diameter was 10mm. The distal landing zone was 10mm and the proximal landing zone was 10mm. Vessel tortusoity was severe. Dual antiplatelet treatmetn was administered. No patient symptoms or complications were reported.